Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The customer also returned the contour next test strips from lot # 7fpeg07b, which expired in jun-2019. The returned vial of test strips was empty and it is unknown if that was the vial used by the customer during the event. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9kpeg02b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 214 mg/dl at 12:00 a.m. On the contour next ez meter and 104 mg/dl at 12:02 a.m. On the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.